Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that this right atrial (ra) lead experienced dislodgement and was explanted. This is considered a life threatening situation as surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Laboratory analysis was unable to confirm the reported field allegation of dislodgement. Visual inspection revealed no abnormalities; the lead tip appeared normal.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement and was explanted. This is considered a life threatening situation as surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.